Event description:
A surgeon reported that a patient developed hypopyon one day following implantation of an intraocular lens (iol). The pt's visual acuity is 20/20. The association between this event and the iol is not known. Add'l info has been requested.